Manufacturer narrative:
Section h6 evaluation code result additional code added component code: remove g02005 and add g0201201 h3: device evaluation summary: updated due to part return medtronic conducted an investigation based upon all information received. It was reported that while evaluating this 980 rental ven tilator, smoke was emitted and a popping sound was generated when the unit was turned on. The device was available for evaluation. The service personnel (sp) was evaluating a returned rental unit when smoke was emitted and a popping sound was generated when the unit was turned on. Further evaluation revealed a burnt area on the direct current (dc) - dc converter printed circuit board assembly (pcba). Additionally, the sp also replaced pneumatic interface (pi) pcba, mix controller pcba, inspiratory flow module (ifm) pcba precautionarily. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The replaced pi pcba, mix controller pcba and ifm pcba were not received for failure analysis. One dc-dc converter pcba was received for failure analysis. A visual inspection of the returned dc-dc convertor pcba found damage to capacitor c83. The cause of the event was isolated to damaged capacitor c83 in dc-dc converter pcba. There is an existing previous internal investigation regarding this issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Update to section b3 event date from 09-nov-2023 to 13-nov-2023. Per additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section e. Initial reporter was japan medtronic service personnel which event occurred while at a medtronic office h3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while evaluating this 980 rental ven tilator, smoke was emitted and a popping sound was generated when the unit was turned on. The device was available for evaluation. The service personnel (sp) was evaluating a returned rental unit when smoke was emitted and a popping sound was generated when the unit was turned on. Further evaluation revealed a burnt area on the direct current (dc) - dc converter printed circuit board assembly (pcba). Additional details are pending. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while evaluating this 980 rental ventilator, smoke was emitted and a popping sound was generated when the unit was turned on. The ventilator was not in use on a patient at the time of the reported event.